Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s current blood glucose level was 436 mg/dl. The customer¿s blood glucose value level at the time of incident was 350 mg/dl. The customer treated high blood glucose with shot. Customer was reported that they treated with apple juice for low sensor values. The insulin pump will not be returned for analysis.